Event description:
It was reported that on (B)(6) 2012, the patient received a vibrator alert for impedance greater than 2000 ohms. On (B)(6) 2012, impedance was measured at 1650 ohms. The patient experienced diaphragmatic stimulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.